Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 72", "defib fault 78" and "pacer fault 116". Complainant indicated that there was no patient involvement in the reported malfunction.